Event description:
Event description boston scientific, crm received information that this pacemaker declared elective replacement near (ern) in may, 2006, and the magnet rate was 90 ppm. At the patient's august follow-up visit, the device was reprogrammed to increase longevity. The device was implanted on february 17, 2004, and the health care provider was concerned with high current drain. This device is part of the insignia failure mode 2 advisory population, as described in the physician communication on september 22, 2005. No adverse patient effects were reported.